Event description:
It was reported that during the embolization treatment of an aneurysm the physician treated an av fistula through a transvenous access. The physician used a cosmo coil and was not able to detach the coil. After using three v-grip controllers the coil was stretched to the femoral access to cut the coil. The patient had to take double antiplatelet medication for the next six months.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation.  Procedural or medical imaging was not provided. The alleged product issue could not be confirmed.